Manufacturer narrative:
UDI of suspect device: (B)(4).

Event description:
It was reported that a physician was having an issue with their programming system. A "no connection" error that prompted the user to retry was observed at the time of the issue. The company representative performed troubleshooting on site, and the issue was determined to be with the serial cable. Once the serial cable was replaced, the programming system functioned properly. The serial cable was discarded in the field. Attempts for further information were unsuccessful to date.

Event description:
The tc unplugged the serial cable, waited 15 seconds, and plugged it back in, but the error message still persisted. The wand was also repositioned, but that did not resolve the issue. Once the serial cable was replaced, the communication error went away. The serial cable does not require return, as the failure mode is understood to be a failure of the serial cable associated with a disconnected wire connection.